Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch verio2 meter displayed an "extreme high blood glucose" message. The complaint was classified based on customer care advocate (cca) documentation and information obtained in a follow up call from medical surveillance (ms). The patient reported that the meter issue occurred on (B)(6) 2016 at 08:00am. The patient does not take any medication to manage his diabetes and continued to follow his usual diabetes management routine in response to the alleged issue. The patient reported that "a few minutes" after the alleged issue occurred he developed symptoms of "feeling high" and detailed to ms during follow up that he "felt unwell in general" but could provide no specific symptoms. The patient reported that at around 08:05am he self-treated with 8 units of novorapid. During troubleshooting the cca noted that it was not the first time the meter had been used and there was no apparent misuse of the device. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not report developing symptoms that meet lifescan's criteria of severe hypoglycemia or hyperglycemia, nor receive any medical intervention for either of these conditions. This complaint is being reported as the alleged issue was not resolved with troubleshooting.